Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for a 60-year-old male patient. The following results were provided (reference range <36 ng/l): (B)(6) 2025 sid (B)(6) initial result 146.2 ng/l, repeated 1.7 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The field service representative (fsr) reviewed the module logs and determined the alinity pipettor sample probe the cause. The probe was inspected; gel was found on the part and the part was replaced. No additional result issues have been reported since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic alinity I stat highly sensitive troponin-I results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.